Event description:
Following the procedure, a 5 french vascade closure device was used. During the deployment of the vascade, the collagen plug was retained in the device. However, it appeared some separation of the distal part of the vascade catheter, which was retrieved and pulled out of the arteriotomy tract.